Manufacturer narrative:
Section d10: concomitant medical products integrip cluster 52mm g2 (cat# 186-01-52). Alteon 6.5mm screw 25mm (cat# 180-65-25). Biolox delta femoral head 32mm od, -3.5mm (cat# 170-32-93 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been due to the position of the acetabular cup and edge loading, the use of a large femoral head, and/or patient-related conditions, which led to wear of the acetabular liner and osteolysis. However, this cannot be confirmed because the components were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "osteolysis" is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d10, g3, g4, g7 and h2 have been updated accordingly. Updated sections: section d1: brand name section d4: model number , catalog number, unique identifier (UDI) # section d10: concomitant medical products section g4: PMA/510(k)number section d10: concomitant medical products integrip cluster 52mm g2 (cat# 186-01-52). Alteon 6.5mm screw 25mm (cat# 180-65-25). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant medical products: crown cup. Bone screw. Biolax head. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a (B)(6) year old female patient was revised due to osteolysis and poly wear. The surgeon removed the gxl liner, crown cup and bone screw and revised to a zimmerbiomet option. Patient was last known to be in stable condition following the event. The device will not be returned.